Event description:
During preventative maintenance of the device, the user reported the transducer polyurethane cover of the level sensor appeared to be disintegrating. No other details regarding the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not concluded.